Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The camera was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a camera iris error and they have to keep rebooting to be able to perform fluoroscopy x-ray. There is no report of pt injury or death.